Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable low elecsys hbsag immunoassay results for one patient sample on a cobas e 411 immunoassay analyzer serial number (B)(4). The initial result was (B)(6). The repeat result was (B)(6) and was reported outside of the laboratory. The sample was repeated twice with a different rapid test method and the results were (B)(6). The specific results and method were not provided. There was no allegation of an adverse event.

Manufacturer narrative:
The calibration data are lower than expected. The qc data is acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.